Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter leak is confirmed, use related. The product returned was one 4 fr groshong nxt PICC. A circumferential break in the catheter is visible 4.4 cm distal of the strain relief. Use residue is visible throughout the sample. The ink on the extension leg and catheter is heavily worn. The break site shows evidence of buckling and the catheter in the area has a slightly oval profile. The interior edges of the break appear to be granular in texture. As buckling, oval profile, and granular break surface are visible, the failure is confirmed as use related flexural fatigue.

Event description:
It was reported that the groshung PICC had split and required two repairs. The patient has been receiving bd cyclizine through the line. This file addresses the second repair. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq2334 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the groshung PICC had split and required two repairs. The patient has been receiving bd cyclizine through the line. This file addresses the second repair. No patient injury was reported.